Manufacturer narrative:
Section b5 update: describe event or problem was updated. Section h10 update: related report number where the additional reported event filed was updated.

Event description:
It was reported by the customer that a pyxis medbank system had offline drawers, preventing nurse to access medications. The customer stated that the nurse broken three cubies that contained medications oxicodon 5mg, carvedelol 25mg 5 and furosimide 20mg. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 29-jun-2022 to 28-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that drawers were offline due to bad communication sled. The field service engineer ordered communication sled to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medbank system was inoperable, preventing user to access required medication. Customer stated that patient's medications were retrieved by manually opening the drawer only after the arrival of field service engineer. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis medbank system was inoperable, preventing user to access required medication. Customer stated that patient's medications were retrieved by manually opening the drawer only after the arrival of field service engineer. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the failed drawer was due to bad communication sled a field service engineer ordered communication sled to resolve. The system was functional as intended.